Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump system check was performed and occlusion was found to be associated with the cartridge. Reportedly, customer changed out the cartridge. Customer's blood glucose was 245 mg/dl.